Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Stimulation was restored.

Event description:
Additional information received indices the patient also experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2026 wherein the ipg was relocated to address the issue.